Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. No number ramping anomaly was noted on the display. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. No number ramping anomaly was noted on the display. However, moisture damage was noted on the keypad traces.

Event description:
The customer reported a button error. The blood glucose reading was 215 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.